Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial and there was clear surgical residue on the lens product. Visual inspection found no visible damage to the lens and presence of clear and white residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -10.5 diopter in the patient's right eye (od) on (B)(6) 2017. The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vaulting. The problem was resolved. The post-op stated that the patient's best corrected visual acuity (bcva) and uncorrected visual acuity (ucva) are both 20/20.